Event description:
It was reported that when the stimulation was turned on, the patient had a loss of therapeutic effect. It was noted that the entire spinal cord stimulation (scs) system was explanted on 2014-(B)(6). The reporter stated the patient was not using the system and it was not effective. It was noted that the implantable neurostimulator (ins) was in overdischarge when it was removed. The reporter noted the device worked fine, but didn¿t provide relief. There was no allegation of device issues, but it just wasn¿t working therapeutically. It was noted that about 1 year prior to the report, the reporter met with the patient and the patient was doing fine. The reporter noted that as of the day of the report, the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v729850029, implanted: 2011-(B)(6), product type lead, product ID 3778, lot# v769040002, implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).